Event description:
On (B)(6) 2025, the user paused insulin delivery while swimming and later reported a bg of 292 mg/dl. Out of concern for insulin on board, the user consumed a large number of glucose tablets and went to the emergency room but did not check in or receive treatment. The user returned home the same day with no long-term effects reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.